Manufacturer narrative:
(B)(4). Batch # p55l54. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information requested and received: were staples visible in the surgical field? If so, what was the shape? No. Were staples visible on either side of the cutline? If so, what was the shape? Yes but they did not staple. Did the device cut a full 60 mm? Yes. Did the device staple a full 60 mm? Yes. Was this the proximal or distal transection? Unk. What was the product code of the cartridge (gst60b, ecr60d, etc.)? Ecr60d. Were there any other stapler firings in procedure? If so, how did those go? Unk.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: were staples visible in the surgical field? If so, what was the shape? Were staples visible on either side of the cutline? If so, what was the shape? Did the device cut a full 60 mm? Did the device staple a full 60 mm? Was this the proximal or distal transection? What was the product code of the cartridge (gst60b, ecr60d, etc.)? Were there any other stapler firings in procedure? If so, how did those go? Additional information requested and received: what were the indications for surgery? Villous tumor of the rectum was the procedure performed open or laparoscopically? Laparoscopy can you please clarify the stapling defect that occurred? Stapling and cutting of the rectum. When the device has been removed, the rectum did open back were the staples malformed/unformed? No was the staple line interrupted; staples not present/visible on any portion of the staple line? No what was the product code of the cartridge (gst60b, ecr60d, etc.)? How was the pelvic contamination addressed? The area has been wiped what tissues were included in the abdominopelvic amputation? Anorectosigmoidian resection were any tissues included that were not part of the original planned resection? Please explain. Anus and the low rectum were there any patient factors that contributed to the surgical technique modification by abdominopelvic amputation or was it done due to the issues experienced with the device? The pelvis was narrow and important tumor preventing a lower dissection that would have been technically difficult to be performed how was the procedure completed? Abdomino perineal amputation was there any patient consequence or change in the post-operative care of the patient as a result of the pelvic contamination and surgical technique modification by abdominopelvic amputation? Please explain. Disunion of perineal wound what is the current patient status? Still hospitalized , cares of the perineal disunion and for the median laparotomy. A new procedure was done at d12 because there was colic perforation and peritonitis. Severe denutrition.

Event description:
It was reported by the affiliate that during a villous tumor ablation of the rectum procedure, stapling defect during procedure despite a tissue cut. The event resulted in a pelvic contamination and in a surgical technique modification by abdominopelvic amputation. Unknown how case was completed. Unknown if there were any adverse consequences for the patient. One device will be returned. Per affiliate, would not staple but cut. Affiliate reference number: (B)(4).